Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2938836-2017-19250. During a planned ICD replacement procedure, externalization of the riata lead was noted, the riata lead was capped and a new lead was implanted. The ICD was not explanted due to patient conditions. The patient is in stable condition.